Event description:
The manufacturer received information in relation to a dreamstation auto CPAP unit. During the evaluation of the device at the third-party service center, the device was visually inspected and found corrosion on metallic surfaces, power connector of the unit is corroded, and the unit can¿t be powered on in order to collect the error log/machine hours/error code numbers/software version. In addition, the device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. During the evaluation of the device at the third-party service center, the device was visually inspected and found corrosion on metallic surfaces, power connector of the unit is corroded, and the unit can¿t be powered on in order to collect the error log/machine hours/error code numbers/software version. In addition, the device was scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
In the previous report the report was made not reportable for corrosion but in this report, it is updated with the additional information of foam degradation. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The dreamstation auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, foam particles were found within the device. The device was scrapped following the evaluation. 3) additionally, the b5 section is updated with proper verbiage in narrative section. In addition, device problem code grid, component code grid and conclusion code grid has been updated in this report.